Event description:
It was reported that the handpiece had a loose acoustic mount. It failed point 3 of 11 step of procedure sb 04-017. No pt consequence.

Manufacturer narrative:
Analysis summary: the hp054 hand piece was returned with a loose mount. The hand piece was disassembled, a torn acoustic isolator and evidence of moisture ingress were found in the instrument.